Event description:
An outside of the united states (ous) customer observed a difference in the alpha fetoprotein (afp) test results from an atellica im 1600 analyzer (s/n (B)(6) versus an alternate atellica im 1600 analyzer. Afp test results from s/n (B)(6) were approximately 44% higher than expected. The initial test results were released to a physician. It is unknown if the original samples were repeated and corrected test result reports released. The customer indicated that the afp test is being used for cancer screening purposes only. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside of the united states (ous) customer observed a difference in the alpha fetoprotein (afp) test results from an atellica im 1600 analyzer (s/n (B)(6) versus an alternate atellica im 1600 analyzer. A siemens regional support specialist (rsc) investigated the reported issue. The rsc found that the afp conversion factor was set to 1.2 when it should have been set to 0.83. The test results would be approximately 44% lower (conversion factors 1.2/0.83 times test result) if the correct conversion factor was entered initially. The default unit of measure for afp is ng/ml. The alternate unit of measure is iu/ml. The customer is reporting test results in the unit ku/l which is equivalent to iu/ml. The correct conversion factor from the default unit of measure to the customer¿s preferred unit of measure is ng/ml x 0.83 = ku/l. The customer¿s preferred unit of measure is not supported by the siemens test definition and the customer would have to manually enter the correct conversion factor. The cause of the reported issue is an incorrect manual entry of the conversion factor. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Manufacturer narrative:
The initial MDR 2432235-2026-00029 was filed 06-feb-2026. Additional information (06-feb-2026): added related report numbers.